Event description:
As reported: "[surgeon] reports patient [patient name], a status post right reverse shoulder replacement done approximately 2 months ago now came into the office with a draining open sore at the incision site. [Surgeon] decided to wash out and revise the shoulder implants. All implants were carefully removed except the humeral stem which was well fixed. The shoulder washed out extensively and a new set of implants were replaced (baseplate, glenosphere, screw, tray and insert). Surgery was performed without incident. No further information is available due to emr password secured."

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. More detailed information about the complaint event such as x-rays, patient details, patient activity levels as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Hospital retained; sent to pathology per or protocol.

Event description:
As reported: "[surgeon] reports patient [patient name], a status post right reverse shoulder replacement done approximately 2 months ago now came into the office with a draining open sore at the incision site. [Surgeon] decided to wash out and revise the shoulder implants. All implants were carefully removed except the humeral stem which was well fixed. The shoulder washed out extensively and a new set of implants were replaced (baseplate, glenosphere, screw, tray and insert). Surgery was performed without incident. No further information is available due to emr password secured."